Manufacturer narrative:
The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. No motor error or excessive no delivery alarm noted. The motor was tested outside the device and passed motor test. The insulin pump passed self-test, unexpected restart test and all operating current were normal. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings, motor error and no delivery alarm from the insulin pump. The customer's blood glucose reading was 406 mg/dl. The customer stated that he placed a new infusion set on the pump and received no delivery alarm. The customer stated that he eventually received another motor error right after. The customer treated with the pump. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was assisted with rewinding the pump. The customer stated that the pump rewound fully. The customer declined to troubleshoot for high blood glucose readings and no delivery. The customer will be sent a replacement pump.